Event description:
The patient wanted to know if the device manufacturer had a new device he could get because the one he has was not giving him the relief from his pain. For a month or two, the patient can¿t walk up the steps without having to lie down and increasing stimulation did not help. A loss of therapeutic effect was reported. The patient knew the stimulation was on, he could feel the device shocking him. This started a couple weeks ago. The stimulation was not on the side where he needs. The shocking was uncomfortable. About a month ago they discovered the patient had an aneurysm in his lower extremities in the iliac aorta and since then he¿s had a pain in his back. The patient has an appointment tomorrow with his health care provider (hcp). Two days later the patient reported that he was getting an appointment at the pain clinic and wants a company representative to come. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).